Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4) stent deployment suture broken. (B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was used in the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a stricture due to an esophageal tumor. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during deployment, the stent deployment suture broke. The physician was not able to deploy the stent. The partially deployed stent was removed from the patient. The procedure was not completed because another of the same device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the device shaft was kinked near the distal end. A spiral groove was seen beginning at the skived side port up to the proximal silastic band. Additionally, the deployment suture was broken. During functional analysis, it was not possible to deploy the stent normally. However, it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the application of excessive force to the delivery system. Investigation determined that the spiral groove suggests that the deployment string may have cut into the shaft as a result of excessive force. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A search of the complaint database confirmed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex esophageal stent was used in the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a stricture due to an esophageal tumor. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during deployment, the stent deployment suture broke. The physician was not able to deploy the stent. The partially deployed stent was removed from the patient. The procedure was not completed because another of the same device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.